Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye cataract procedure, the surgeon was unable to implant one (1) of the two (2) stents from a trabecular micro bypass stent system. On postop day six (6), the patient presented with endophthalmitis. Additional information is being requested.

Manufacturer narrative:
Additional information: a complaint history review was completed for this lot, there were no complaints found to be related to the reported event. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4). H3 other text : placeholder.

Event description:
Clinical follow-up was requested and the surgeon provided the following additional information. On postop day one (1) the patient presented with postop inflammation described as 1+ flare and cell. Reportedly, the patient experienced ¿loss of vision and pain in operative eye¿ on postop day four (4). The patient was evaluated later the same day by the surgeon and presented with postop inflammation described as hypopyon. An eye culture was obtained and the results showed methicillin-resistant staphylococcus aureus (mrsa) positive. Pars plasma vitrectomy and intravitreal antibiotic injections were performed to treat the inflammation. According to the surgeon, the likely cause of the inflammation was ¿most common staphylococcus epidermidis¿. The patient prognosis was reported as ¿very poor and further surgery may be needed¿. The patient remains with no vision in the left eye and therefore the surgeon questioned additional surgery as the risks outweigh the benefits.

Event description:
Through follow-up, the surgeon provided the following additional information. The patient presented with postop hypopyon and endophthalmitis associated with methicillin-resistant staphylococcus aureus (mrsa). Pars plana vitrectomy (ppv) was performed with intravitreal antibiotics. The patient status was reported as ¿light perception with guarded prognosis¿. Reportedly, the patient was offered surgery by retinal specialist, but declined.

Manufacturer narrative:
A review of the device labeling was completed. Hypopyon and decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).